Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it has been reported that the screw broke up, the moment in which this event occured it not known. The device has not been used, and is still packed. Therefore, there were no patient involved. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: device was not implanted nor explanted. A manufacturing evaluation was performed. Our investigation shows that the device is still in the original package. The outside package of the nail is defective. Also we found that the nail is broken at the third distal hole. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we are not able to determine the exact cause of this complaint because no detailed information about the event is available. However, it appears that the nail was subjected to an inadequate storage during transport so that the outside package was ripped. Due this occurrence, the nail was not sufficiently protected and it was therefore likely exposed to excessive contact with an unknown object which appears to have caused the breakage. The damage was clearly caused post manufacturing and the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.